Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the pump was unable to recognize the cartridge during a "load" step attempt, and contamination was found on the force sensor plate. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4): prime history review shows evidence of "large prime volumes" on the reported failure date. The pump power up with a faded display, a test screen was used during investigation and it was fully illuminated. The pump was unable to recognize the cartridge during a "load" step attempt, was unable to adequately investigate reported "large prime volume" and take the force calibration reading due the load step malfunction. The cover was popped off and t he motor assembly disassembled. Contamination was found on the force sensor plate. The force sensor resistance reading is out of specification, low. No moisture ingress or damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.